Event description:
The reported information stated the inlay was explanted from the eye of a (B)(6) year old male patient approximately 16 days postoperatively due to an epithelial ingrowth.

Manufacturer narrative:
Based on the reported information, the procedure type was same day lasik and kamra implantation in secondary lamellar pocket. The united states labeling (p/n 61017, rev. J) for the kamra inlay includes the following precaution: "the safety and effectiveness of the kamra inlay implantation in conjunction or in sequence with lasik or other refractive procedures is not known." The procedure type performed in this event is an off label use.